Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The patient experienced hypoglycemia symptoms of dizziness and feeling flushed. The patient was taken to the emergency department by the daughter. The cgm was reading 178 mg/dl and the blood glucose reading was 14 mg/dl. The hypoglycemia was treated by unspecified means and the patient was hospitalized for 3 days. The sensor was removed while in the hospital due to the inaccuracy. Of note the patient also experienced hypotension and kidney impairment. There was no documentation of further medical intervention. At the time of the call, the patient was feeling a lot better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.